Manufacturer narrative:
The product was not returned for evaluation. The user reported that the pod was not sticking well to the skin. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are also unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 25 mmol/l (451 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The customer noticed the cannula was bent and the pod was not sticking well. It was unclear if the pod fell off or the cannula became dislodged. As a conservative approach, we are also reporting this case as if the pod fell off, resulting in a dislodged cannula. A new pod was applied immediately after the event.